Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the lid reed switch per technical service update (tsu) 356 and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. (B)(4).

Event description:
The customer reported that their device no longer had any audible voice prompts when the on/off button was pressed and the device lid was opened.  Without any voice prompts, the device user may not be able to provide defibrillation therapy to a patient, if needed.  There was no report of any patient use associated.